Manufacturer narrative:
Exact date unknown, event occurred two weeks from the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing drainage, swelling and pain at the ipg pocket and lead incision site. The patient was brought to the emergency room and was placed on antibiotics. The computed tomography (CT) scan result was normal. The physician did not suspect any infection and the cause of the patients symptom was unknown. The patient was doing well and no additional action was needed.